Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation and therefore the alleged complaint event could not be confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Event description:
It was reported that the wire of the second implant (ar-1588btb, lot 11883419) tore inside the patient when the surgeon pulled the wire from the anchor after he put the screw. It was further reported that there was no implant to recover. There was no harm or adverse event for patient, operator or third party reported. The acl surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update avoe (B)(4) 2021: it was confirmed that the second implant was deployed successfully, although the wire tore. Nothing had to be retrieved from the patient. They were able to fix the implant as specified in the dfu despite the torn wire.